Manufacturer narrative:
(B)(4). Date sent: 10/14/2020 per photographic evaluation: the first photo shows an anvil from top view and present the anvil half washer and a piece of tissue. The second photo shows a device from guide face area and casing half washer was observed. The third photo shows a device from top view with safety disengaged and no anomalies could be observed. The fourth and fifth photos show a device from safety area. It belongs to batch # u5cu0p with s/n: (B)(6) and the safety disengaged. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. To date no device has been returned.

Manufacturer narrative:
(B)(4). Batch #: u5cu0p. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Photos received and are pending evaluation. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, complaint received that the device has no staples. The stapler did not cut, no staple line was deployed. The red fuse was not folded down. No further information what happened with patient or who was the user of the stapler.